Event description:
It was reported by the patient's family, that post a coronary drug eluting stenting treatment procedure, a stent occlusion, myocardial infraction and death occurred. Approximately 4 years after a 3.00x12mm taxus express2 drug eluting stent was placed in an unknown lesion, a myocardial infraction occurred. The stent was "failed or blocked" and 4 non bsc stents were placed. The patient died 6 days later. Additional information was requested and is not available.

Manufacturer narrative:
As a unit has not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.